Event description:
Caller reported an alarm issue related to an occlusion. There was no adverse impact to the customer's blood glucose level, and it did not exceed 500 mg/dl. Technical support instructed the caller through multiple troubleshooting steps, which involved checking and securing connections, delivering boluses, and inspecting for any damage or obstruction. The customer reported seeing a ball of insulin, and despite recurring alarms, the pump displayed no visible damage or notification errors. Customer eventually changed supplies as necessary and resumed insulin therapy.